Event description:
The customer called to report motor error alarms on the insulin pump. The customer also stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. No troubleshooting was performed due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.